Event description:
It was reported that the coil was placed inside the aneurysm with difficulty and the physician decided to remove the coil. Upon removal, the coil detached inside the catheter and migrated distally. A solitaire stent was used to trap the coil against the vessel. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).